Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient mother that she was hospitalized in ICU for more than 24 hours due to hyperglycemia and ketones. High blood glucose level was 400 mg/dl and treated by dripped IV bags. She was not wear sensor at the time of incident. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005695, in question was manufactured at the osted site. Threshold analysis: a query was run on 16-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005695". The count of complaints is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6005695 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 03-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.